Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since the event of getting out of the car, his wife had to help hold him up because he was shocked from the bottom of his foot to his brain and he has never been the same since. Since that event, he has been getting shocked periodically. Since this event, the patient also noticed that he used to be on lower settings - 1.5 - 2 and going higher would be too strong but now he is increasing much higher and continuing to have trouble getting relief on right side. The patient met with manufacturer representative on (B)(6) 2017 and turned off the 'top' lead. The patient did not know the correct terminology but the representative said it was ¿no longer connected or loose or dislodged". The representative made it worse than before. The patient needed help with programming over the phone. The patient noted the old group a had 4 lines, the new only had 3 lines. Troubleshooting was performed during the call and the patient changed programs and groups. The patient was having a lot of pain on the right side. It was reviewed that the patient could turn program 3 down if it is not affecting anything to conserve battery. The patient wanted to turn stimulation down before changing to group c because he did not want to get shocked. It was reviewed how to turn stim off, then change group, then decrease then turn stim on and adjust as desired. The patient changed again to group c 3 programs. Program 1- 5.2v, 2- 6.2v, 3- unknown but patient noted program 3 help his right leg/foot the most but program c also is too strong in his back so he cannot keep it at the level that helps the right side the most. The patient ended on program c saying it was better relief, but he was not able to get it as high as desired. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reiterated previously reported complaint regarding lead dislodgement and noted that they may have to go back in and reconnect it, but did not state when or if this would occur.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported on (B)(6) 2017 that high impedance was found during a routine impedance check at a reprogramming session. The 0 contact electrode showed out of range results. All other contacts were in range. There were no known environmental factors. The manufacturer representative was able to reprogram without using the 0 electrode and get the desired stimulation coverage for pain relief. The reprogramming was reported to be successful. It was unknown if the issue had completely resolved but the manufacturer representative was going to follow-up to check. The patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2015 explanted: product type lead. Product ID 977a260 (B)(4) implanted: (B)(6)2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported after getting out of the car about two weeks prior to the report, the patient was having a lot of pain all of a sudden. It felt like a bolt of lightning from his foot to his brain and he had horrific pain in both legs, feet, lower back, and throughout his body. The pain is bad enough that the patient doesn¿t sleep. The patient will wake up in pain. In his legs, the pain is unbelievable and excruciating, and it happens right out of sleep like if he turned over or moved in his sleep. The pain is worse now more than it has been in years. The patient noted that he has been turning the stimulation up to two to three times as high to address this pain, and noticed that his recharging more since the pain started. On (B)(6)2017, the manufacturer representative had told the patient that ¿one of the sixteen leads had broken, came loose, dislodged...¿ the patient clarified and noted that he did not know the correct terminology. The manufacturer representative made adjustments and created a new program to not use the electrode affected and to target the legs more. During this programming session, the manufacturer representative ¿shocked the hell out of him¿ during adjustments. At the time of the report, the patient was currently on program 1 on group c (the program set up by the manufacturer representative) and program 1 is 3.50 volts which is low. At night, the pain is worse, and the patient had it had 5.0 volts the night prior to the report. The patient noted that the implantable neurostimulator system does help him, and he hasn¿t ever turned stimulation off for more than 5 minutes. The patient is on 13 different pain medications. He takes 180 milligrams of regular oxycodone and 60 milligrams of extended oxycodone every day. There were no further interventionsreported. The patient¿s medical history includes having many problems such as bad nerve damage, cancer, ¿barrots,¿ a bad liver. These were confirmed to be pre-existing and not related to the implantable neurostimulator. The reason for implant of the implantable neurostimulator was post-operative permanent nerve damage.